Event description:
Caller states that she tested back to with results of 426mg/dl and 126mg/dl. No adverse event reported. No treatment received. No qcs were used. Requested return of suspect device and replacement was sent.